Event description:
The patient was enrolled in the option study on (B)(6) 2019 with patient identifier (B)(6). It was reported that non-specific cardiac or hemodynamic symptoms occurred. A left atrial appendage closure procedure was performed on (B)(6) 2019 and a 24mm watchman flx closure device was implanted with a complete laa seal and deployed device diameter of 21.3 mm. On (B)(6) 2023, the patient experienced a fall followed by left leg weakness and dizziness. The patient also experienced heaviness in left arm and leg, drifting, slurred speech, and facial droop which lasted for 3-4 hours. The following day the patient presented to the emergency department. Upon arrival the patient had left sided deficits with noted improvement. The patient was hospitalized for further treatment. Computed tomography (CT) of the head and neck were performed which did not show significant carotid plaque/stenosis or intracranial hemorrhage. CT scan of cervical spine without contrast revealed no acute fracture or subluxation of the cervical spine. The patient was not suitable for magnetic resonance imaging due to a pre-existing implanted pacemaker. The next day aspirin dosage increased to 325 mg and clopidogrel was administrated for 3 weeks. The symptoms were non-specific and noted to be cardiac or hemodynamic in etiology. The patient was advised to consult neurology as a follow-up. Two days later the patient was discharged home. On (B)(6) 2023, the patient was re-admitted with reports of left sided weakness, syncope, and chest pain. Lab examinations and CT head and neck were performed which did not show significant carotid plaque/stenosis or intracranial hemorrhage. At the time of admission, neurological examination was unremarkable. The patient was advised to continue dual antiplatelet therapy and statins and was discharged home the same day.